Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.

Event description:
It was reported the box of bd nano¿ 2nd gen pen needle was labeled incorrectly. The following was received from the initial reporter: received voicemail from pharmacist stating a consumer returned a box of pen needles that had wrong product inside. Stated, the catalog number on one of boxes reads, 320122 but 320550 was found inside pharmacist stated, she took back all three boxes and replaced them with bd mini pen needles.

Event description:
It was reported the box of bd nano¿ 2nd gen pen needle was labeled incorrectly. The following was received from the initial reporter: received voicemail from pharmacist stating a consumer returned a box of pen needles that had wrong product inside. Stated, the catalog number on one of boxes reads, 320122 but 320550 was found inside pharmacist stated, she took back all three boxes and replaced them with bd mini pen needles.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.